Event description:
It was reported that upon retraction, the guide wire suddenly became unmobilized. When guide wire was removed it was uncoiled. No harm to the patient was reported. Manufacturer reference #(B)(4).

Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Manufacturer narrative:
The investigation for customer product complaint related to picco catheter which reported that guide wire uncoiled during retraction was performed. There was no patient harm due to issue. The faulty part was not returned for in-house investigation, no picture was provided, so the issue could not be confirmed. The cause of the issue could not be determined. Overall, it is not possible to define if the device failed to meet its specification when the problem occurred. A relationship between the device and the complaint is therefore considered, in worst case scenario, as likely. Information indicates that upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. Based on the information stated above, no additional actions will be taken.

Event description:
Manufacturer reference #(B)(4).